Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients remote control was showing end of life. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was kept by the facility per policy.